Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that the patient's cuff on the tracheostomy tube would not remain deflated to allow patient vocalization. Staff were required to deflate cuff hourly for patient to voice. The cuff pressure was measured with a cuff manometer and the cuff would re-inflate to ~10mmhg. Tube remained insitu until (B)(6) 2022, when planned tracheostomy tube change occurred. No patient injury was reported. Additional information was requested; however, no further information was received.

Manufacturer narrative:
Other text: h6: health impact and evaluation codes: updated. H10: a device history record (DHR) review was conducted which indicated all inspections were completed and no issues were noted during manufacture. A product sample was received for evaluation. Visual and functional testing was performed. Visual inspection found no damage could be detected. Functional testing found cuff inflated successfully; the complaint was not confirmed. Device passed all functional testing. No problem found. Root cause cannot be determined as the sample was successfully tested and no discrepancies were detected. This issue will be monitored for any increase in occurrence. If the occurrence of this issue increases significantly, additional investigative action will be taken accordingly. This remediation MDR was generated under protocol (B)(4), as a result of warning letter cms# (B)(4).